Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not functioning. A field service engineer replaced the universal serial bus (usb) cable and tested the scanner. The scanner tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner failed. Troubleshooting attempts included adjusting and untangling the scanner cord; however, the issue persisted, with the scanner light turning on and off unpredictably. As a temporary workaround, the user was advised to avoid removing the scanner from the holder while the light was on, which allowed successful scanning during pyxis replenishment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.